Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.